Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified that the device had never been powered on from the device's memory; however, the reported issue could not be duplicated in testing. The device underwent extensive testing of all critical functions, performing to specification throughout. A visual inspection of the device identified plastic debris on the tip of the -ve terminal pogo-pin, however this did not impede the device powering on and delivering a shock at heartsine. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.